Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 49 mg/dl and glucose tablets were consumed to address the low bg. The customer did not know what caused the low bg. Tandem technical support advised the customer to consult with a healthcare provider regarding the low bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on 01/14/2017. User made bolus request without entering current bg levels. Cartridge change sequence was completed on (B)(6) 2017. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence, insulin would be delivered which could cause bg levels to drop. There is no evidence of a pump malfunction or failure.